Event description:
It was reported that device front cover was damaged, and the tidal volume was set to 500ml but tested at 635ml. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, postal code, country: corrected. D9. Date returned to mfg: 08-oct-2024. H6. Investigation codes: updated. Investigation summary: parapac plus kit without internal peep and CPAP p300nus was sent for "front cover was damaged. The tidal volume was set to 500ml but tested at 635ml." Damaged front cover was verified during visual inspection. Tidal volume problem was not able to be duplicated/replicated. Performed final test and tidal volume is working as intended, reading/counts were in the "lower" acceptable range. Tidal volume readings/counts were adjusted to the "mid/higher" range. Front panel, casework kit and label kit were replaced. The device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.